Event description:
It was reported that the transmissions had failed, indicating they could not been seen on the site. The monitor had successfully sent transmissions previously. Further investigation indicated that the patient should ensure close proximity with the monitor and e-device cellular accessory while sleeping and any potential interferences are removed. The remote monitor and e-device cellular accessory appear to remain in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.